Manufacturer narrative:
(B)(4). Medical devices:dilatation catheter: 2.5/10 semi complaint balloon. There was no reported device malfunction and the product was not returned as it remains implanted. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of intimal dissection is listed in the xience prime everolimus eluting coronary stent system (eecss), as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that the patient presented with angina. After pre-dilatation of the mildly tortuous, de novo, 95% stenosed, proximal left anterior descending (lad) artery, a 3.0 x 28 mm xience prime stent was implanted at 16 atmosphere (atm). Angiography showed a proximal edge dissection, which was treated with implantation of another xience prime stent. There was no reported adverse patient sequela or a clinically significant delay in the procedure. No additional information was provided.